Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the external pulse generator (epg) displayed errors. The output connector assembly was broken. The printed circuit board was replaced due to two or more occurrences of an error. The encoder assembly was contaminated. One knob was contaminated. The lower case was broken. The display wire was pinched, wire insulation not compromised. Five case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator(epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.